Event description:
The infusion therapy oncology nurse was preparing the primary infusion tubing / set in preparation for the patient to receive chemotherapy. The nurse noticed that the normal saline was leaking from the tubing towards the bottom of the pump segment (where the pump segment meets the rubber sleeve). The priming of the tubing stopped. The set was sequestered and sent to materials management.